Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module had a smoke issue. The customer later added the following information: when the nurse was setting up the large volume pump module, smoke appeared before patient use. The date of event was "2025-08-05" at 21:40:16. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a040502, a1801. Annex b: b01, b14. Annex c: c23, c0503. Annex d: d08, d11. Annex g: g02017. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported burnt iui was confirmed during the external inspection and laboratory testing. The thermal damage is attributed to a short circuit between pins 2 and 3 of the right (male) iui connector on the pump module, caused by contamination. Contamination on the iui pins is known to create a short circuit between them, which can lead to an abnormal increase in temperature. This anomaly can cause a burning smell at the connection of the pump module and pcu. The external and internal inspections were performed on the suspect device; the right (male) inter-unit-interface (iui) connector was observed with corrosion on the pins from eleven (11) to fifteen (15) and burnt on pins two (2) and three (3). Internal inspection observed no obvious anomalies with any electrical or mechanical components. The inside of the device was free of fluid ingress and corrosion. A review of the pump module error logs showed no errors or malfunctions that were related to the reported issue. A review of the event logs showed no infusions recorded with the suspect device. A functional test was performed on the suspect pump module in the ¿as received¿ condition. The pcu only recognized the suspect pump module when it was attached to the right side (connected via the left iui of the pump module). If it is connected to the left side (via the right iui), it was not recognized. The male iui was replaced with a known good male iui, and a basic test infusion was completed successfully after twelve (12) hours with no alarms or reoccurrence of thermal activity from the pump module. The system was tested through asm to verify no damage had occurred to the devices due to the thermal damage. Test results show the devices passing all preventive maintenance tests (with known-good iui connector). Root cause: the root cause of the reported damage to the iui and the burning odor is attributed to a short between pins 2 and 3 of the right (male) iui connector of the pump module. The short could be attributed to fluid contamination on the pump module and the pcu iui connectors pins. Contamination on the iui pins is known to create a short between the pins, which can result in an abnormal increase in temperature. This anomaly can cause a burning smell at the connection of the pump module and pcu. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the large volume pump module had a smoke issue. The customer later added the following information: when the nurse was setting up the large volume pump module, smoke appeared before patient use. The date of event was "2025-08-05" at 21:40:16. There was patient involvement but no harm.